Manufacturer narrative:
Section d4: the lot number was not provided and was unable to be determined during investigation. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of a blank screen. Analysis revealed a loose display connector and the card slot on the flash memory daughter printed circuit board (pcb) had bent pins, which prevented a memory card from seating within the connector. Unit repaired and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 17aug1999. Flash memory daughter pcb part number 25787 serial number (B)(6). Heartmate ii power module instructions for use revision b states if the system monitor does not function, contact thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor showed a green status light on the front but the displayed did not show anything when turned on. Repair was requested.